Manufacturer narrative:
H.6. Investigation summary: one sample was received for evauation. Based on sample evaluation, the issue reported by customer was confirmed. Based on DHR review for material 309703 with lot number 9077798, the product lot met the packaging specifications and quality inspections; however customer detected foreign matter in a syringes. Probable root cause : this defect could relate to the latex free gloves used by the operators during the loading of the syringes in the tray (clean room). Probably a glove suffered damage causing detachment and the operator did not detect the damage. Bd could confirm the reported defect to manufacturing process, however, this is the first received complaint; therefore, this defect is considered an isolated case. Process was reviewed and there are proper controls in place to detect product malfunctions h3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with syringe 5ml ll tip bulk convenience pak. The following information was provided by the initial reporter, "we found 5 ml bd syringe with blue color glove attached on it. We don¿t¿ use those types of gloves in our facility." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with syringe 5ml ll tip bulk convenience pak. The following information was provided by the initial reporter, "we found 5 ml bd syringe with blue color glove attached on it. We don¿t¿ use those types of gloves in our facility." 5 occurrences were reported.